Manufacturer narrative:
The insulin pump received with currents in spec. No unexpected failed battery or battery out limit. No blank display. Lcd board was ok. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was unknown. After troubleshooting and battery change, display screen did return and pump received a failed battery test alarm. Troubleshooting was performed for failed battery test alarm and issue persisted. Customer was advised that insulin pump would need to be replaced.